Event description:
It was reported that the atrial electrocardiogram (aegm) shows noise. It was noted the right atrial (ra) lead sensing decreased and the threshold increased. The device was reprogrammed and lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).